Event description:
Leica microsystems (B)(4) received a complaint from the USA on 02/10/2015 stating there is a risk that the ms-f ceiling mount could fall down due to exposed mount bolts which were hanging at the coupler. The failure was detected prior to surgery and leica microsystems (B)(4) has been informed that there was misconduct by the user facility with the device. There was no patient or user involved and/or harmed.

Manufacturer narrative:
An investigation of the incident is currently underway, and a f/u will be submitted, should additional info become available following the investigation.